Manufacturer narrative:
Discordant negative antibody screening (abscr) result for one patient having an anti-e(rh3) antibody (ab). The assignable cause could not be determined. No reagent failure is identified. No biased result was reported to physician. The patient was not harmed. Customer contacted ortho on (B)(6) 2022 to report discordant negative abscr result in indirect antiglobulin test (iat) for a patient using 0.8% surgiscreen lot vss413 exp date 29nov2022. On (B)(6) 2022, they tested sample using red cell lot and anti-human globulin anti-igg (rabbit) mts card lot 091422001-09 exp date 21jun2023 for abscr in iat using ortho provue analyzer and obtained negative reactions with all 3 cells of the red cell reagent. The sample was sent to sister site((B)(6)) to be tested for abscr using enzyme technique (ficin treated). Sister site confirmed patient has an anti-e(rh3)ab. Presence of ab was confirmed using ortho identification panels: 0.8% resolve panel a lot vra418 exp date 29nov2022, 0.8% resolve panel b lot vrb303 exp date 29nov2022 and 0.8% resolve panel c lot vrc303 exp date 29nov2022. However, sister site also obtained a negative abscr using lot vss413 with mts anti-igg card lot 063022001-09 exp date 14apr2023. According to lot-specific info for vss413, cells 1 and 3 are negative for e(rh3) antigen and cell 2 is positive and homozygous for e(rh3) antigen. Therefore, the negative reaction obtained on (B)(6) 2022 with cell 2 for sample is not consistent with expected reactivity of an anti-e(rh3) ab. Manufacturing batch record review identified no non-conformances/deviations. Results of all in-process and quality assurance release tests were within spec. A complaint review of all red cell reagents manufactured using e(rh3) antigen positive cell donor from lot vss413 showed no trend or systematic failure was identified. A review of the worldwide complaint databases was performed thru 28nov2022. No trend identified.

Event description:
(B)(4), windchill#(B)(4). Problem statement and description: customer (B)(6), from sister site hotel-(B)(6), reported this event on nov 11, for the same patient sample (header 2481867). Today, nov 14, I spoke with customer (B)(6) from this site (B)(6), to get the details on her complaint: they had tested a patient sample (pregnant women) with the 0.8% surgiscreen cells, lot vss413 (exp: nov 29 2022) and anti-igg gel cards lot 091422001-09 (june 21 2023) and they got a negative result for the antibody screening. The result was indicated as negative internally (the result was not reported). As part of their procedure, customer ((B)(6)) sent the sample for testing with the ficin treated cells in sister site hotel-(B)(6). Sister site hotel-(B)(6) confirmed that this patient is known with an anti-e and they confirmed it with the panel. Customer states that her qc are adequate. Qc: in-house anti-d and anti-c. No erroneous results were reported due to this issue. Customer is requesting a replacement for her screening cells. Relevant information: - issue started on: occured once, on nov 8 - microtubes/wells or cell (donor #) affected: cell 2 - reaction grade obtained: neg - customer was expecting:2+ - test repeated:no, not at this site - method/result obtained by repeating: antibody ID was performed in sister site hotel-(B)(6), with panel a, b and c: positive samples, same patient. - sample ID:not provided - number of samples affected? One - was qc affected?no - was any expired product used?no patient clinical history: pregnant women, known with an anti-e product handling protocol: - cassette/gel card storage temperature range: per IFU - cassette/gel card orientation: upright - rbc storage and handling:per IFU - visual appearance before use:adeqaute - was the vial freshly opened?no actions already performed by customer: see above description troubleshooting steps performed by tsc: --customer is requesting 23 sets for replacement. --customer asked for an urgent delivery next action for customer: --customer have borrowed one set of 0.8% surgiscreen lot vss416 from other site (B)(6) --customer have informed all sister sites in the region, including the site (B)(6). Discordant negative antibody screening result for one patient having an anti-e(rh3) antibody. Assignable cause could not be determined. No reagent failure is identified. No biased result was reported to a physician. The patient was not harmed.